Event description:
The customer reported the table top would not move from head to toe. Lateral movement is ok. Also, the brakes were not unlocking. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The representative removed tabletop and found large amounts of sticky cleaning fluid in gear tracks. Cleaned out the tracks which allowed the brakes to release. Tested brake release for around 30 minutes with no problems. System now functions as intended. Returned to service.